Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events with product complaint, concerned a female patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog u 200) via humapen luxura for the treatment of type 2 diabetes mellitus beginning on an unknown date. Information regarding dosage regimen and route of administration was not provided. She also received liraglutide (manufacturer, dosage, indication and route of administration unknown). On an unknown date after starting insulin lispro therapy, the bowl of humapen luxura was broken ((B)(4), lot number- 1105b04) and her blood sugar often went wrong due to which she was hospitalized. On an unknown date she experienced loss of weight through liraglutide. Information regarding corrective treatment and outcome of the events was not provided. Status of insulin lispro therapy was ongoing and status of liraglutide therapy was not provided. Follow up would not be possible as there was no consent to follow up with reporter as well as treating physician. The operator of humapen luxura was patient and training status of operator was not provided. The general and suspect humapen luxura model duration of use was not provided as it was started on an unknown date. The action taken with suspect humapen luxura was not provided and its return was not expected. The reporting consumer did not provide relatedness assessment between the events and insulin lispro therapy or humapen luxura. The reporting consumer did not provide relatedness assessment between the events and liraglutide therapy.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events with product complaint, concerned a female patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog u 200) via humapen luxura (champagne) for the treatment of type 2 diabetes mellitus beginning on an unknown date. Information regarding dosage regimen and route of administration was not provided. She also received liraglutide (manufacturer, dosage, indication and route of administration unknown). On an unknown date after starting insulin lispro therapy, the bowl of humapen luxura was broken, also described the case of the humapen luxura was broken, and her blood sugar often went wrong due to which she was hospitalized (product complaint (B)(4), lot number 1105b04). On an unknown date she experienced loss of weight through liraglutide. Information regarding corrective treatment and outcome of the events was not provided. Status of insulin lispro therapy was ongoing and status of liraglutide therapy was not provided. Follow up would not be possible as there was no consent to follow up with reporter as well as treating physician. The operator of humapen luxura (champagne) was the patient and training status of operator was not provided. The general and suspect humapen luxura model duration of use was not provided as it was started on an unknown date. The suspect humapen luxura device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment between the events and insulin lispro therapy or humapen luxura. The reporting consumer did not provide relatedness assessment between the events and liraglutide therapy. Update 07jun2018: additional information received on 07jun2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura (champagne) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 07jun2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: the daughter of a female patient reported the case of her mother's humapen luxura device was defective. The patient experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1105b04, manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to a damaged case or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.